Manufacturer narrative:
Detailed product information was not provided on the medwatch report provided to boston scientific. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. The initial report also chose to remain confidential via the medwatch. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable was selected for a procedure. During the puncture, st level elevation occurred, and the procedure was terminated due to suspicion of air inside the blood. There was no prolongation of the hospital stay. As per physician the cause of the event was faradive sheath. The product is expected to return for analysis.